Manufacturer narrative:
Additional info was requested regarding the reported pt interaction with the electro-cautery pencil and that has not been received as of this report date. The incident device reported to have sparked was not returned for inspection. A random inspection and review of cautery pencils on hand with mfg was performed and no issues of sparking occurred. A definitive root cause of this incident could not be determined with the info provided.

Event description:
The hospital states, the device is sparking inside the pt's mouth at times.